Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced ipg pocket pain and hypersensitivity. On (B)(6) 2016 the patient was treated at the pocket site with a lidocaine patch. The pain continued until (B)(6) 2016 and a capsaicin patch was given for the pain. The event is resolving. The event was assessed as being related to device and unrelated to stimulation or procedure.

Manufacturer narrative:
Additional information was received that the events have resolved.

Event description:
A report was received that the patient experienced ipg pocket pain and hypersensitivity. On (B)(6) 2016 the patient was treated at the pocket site with a lidocaine patch. The pain continued until (b))(6) 2016 and a capsaicin patch was given for the pain. The event is resolving. The event was assessed as being related to device and unrelated to stimulation or procedure.